Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: treatment of the restenosis. Device issue: none. It was reported that the 2.5 x 28 mm pixel rx stent was implanted in the target lesion in 2005. The procedure was completed successfully. The patient returned for a six month follow-up in 2006. There were no subjective symptoms noted in the patient; however, stenosis was observed in the proximal and the distal parts of the previously deployed stent. The distal portion of the stent was dilated with a 2.5 x 15 mm hinode balloon catheter at 20 atm. The proximal portion was dilated with another company's balloon at 24 atm. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.